Manufacturer narrative:
Results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (severe angulation from the common iliac artery and the external iliac artery). Conclusion: device failure/lack of effectiveness related to patient condition (severe angulation from the common iliac artery and the external iliac artery). Other, secondary intervention required.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was severe angulation from the common iliac artery and the external iliac artery. The final angiogram demonstrated good results. It was reported the following day after the endovascular treatment, the patient did not have a pulse in the lower extremity. The physician elected to return the patient to the or, the angiogram demonstrated that the transition between the common iliac artery and the external iliac artery caused a bend in the graft resulting in occlusion of the blood flow. The physician elected to place another manufacturer's covered stent in the area where the occlusion was located. Final angiogram was great, however upon final check there was no pulse in the patient's foot. The physician performed an angiogram down the patient's leg and in the mid sfa, there was an occlusion due to thrombus. An embolectomy catheter was advanced and pulled back removing some thrombus, another angiogram was performed which demonstrated a dissection in the sfa. The physician elected to perform a femoral to popliteal artery bypass. A fasciectomy was performed on the lower leg. The patient has a pulse in the foot. No additional clinical sequelae were reported and the patient is fine.